Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. It was noted in the operative report and preoperative documentation that the patient underwent revision of a previously implanted exactech hemiarthroplasty due to failed arthroplasty and a rotator cuff tear. The original implant was placed by a different surgeon on an unknown date. The previously implanted device was not enrolled in the clinical trial.